Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, while advancing the thumb advancer, it got stuck half way down, by where the access ports are located in the device body. The physician used the safety release button, withdrew the device and applied manual compression (for an unspecified period of time) to achieve hemostasis. There were no adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed. (Date of event): the facility reporter indicated the event occurred "a couple of weeks ago" from the date it was reported to the manufacturer representative. The date of (B)(6) 2010 is being used as the best estimate date.